Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient slipped and fell on their left side/back and that is when recharging failed. The patient said the fall was about 6 months ago, after the left side unit was replaced. The patient said that in (B)(6) 2017 they were told that the device couldn't be fixed or replaced due to new healthcare laws. The patient said they are going to see another hcp, get x-rays/scans, and maybe the new doctor would replace the right side unit and get the left side one charging again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient states that 6 months after being implanted, they had problems with the recharging part of it. They always had falls around (B)(6) 2017 and fell on their ins location. The patient has gone back to using external units and the device has not been charged. The patient doesn¿t have a healthcare professional (hcp) that can currently check the unit. Patient services emailed a local manufacture representative (rep) to see about facilities and reviewed information with the patient. There were no patient symptoms reported and no complications reported.